Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional info or if the device is received at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a laparoscopic procedure, a total of four sonosurg devices were used. The probe tip of the first three devices broke off inside the pt. However, all three probe tips were retrieved from the pt. The procedure was successfully completed using a fourth sonosurg device. There was no pt injury reported. This is one of three reports.